Event description:
Deflation of left saline implant, with bilateral exchange of implants with bilateral inferomedial capsulotomy, transaxillary. Replaced with another brand, larger size. Unknown if initial use.